Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushes fell apart in mouth [device breakage], no adverse event [no adverse event]. Case description: report source: non-event spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she bought 4 packs of 3 oral-b power oral care refills cross action just a few months ago. The consumer stated that the first three brushes fell apart within 2 weeks. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up phone call: it was reported that the scratch test was negative. The consumer stated that the brush head also fell apart in the mouth. No further information was provided.